Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that patient was admitted with driveline infection and fluid overload. The patient was having ventricular tachycardia on (B)(6) 2023 morning. There were no adverse alarm conditions or parameter changes in the log files.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The submitted log files were reviewed and revealed a no external power event on (B)(6) 2023; refer to the mobile power unit investigation regarding this finding (related manufacturer report number 2916596-2023-05054). There was no interruption in pump function due to this event as the system controller's backup battery appropriately powered the system until external power was restored. The system appeared to be operating as intended at the set speed, and there were no other notable events or alarms active in the log file. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists driveline infection and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection and arrhythmia as potential late postimplant complications that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site, as well as information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, rev. D, contains several sections with information about how to prevent and control infection, as well as information for caring for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.